Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of drive motor anomaly. The customer states the pump is taking a little time to rewind and set. The customer states when the pump rewinds, the rewind sounds much slower, as if the battery was depleting. The customer's blood glucose level was unknown. Troubleshoot was conducted, and the pump passed the self-test. Per the customer's request, the pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump rewinds properly during our testing with no slow prime or noise anomaly noted. The motor was tested outside the device and passed. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.